Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one spacemaker preperitoneal dist balloon opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Upon initial inspection, a cut was observed to penetrate the balloon. Due to the observed damage, the dissector balloon would not inflate properly. All other components were in proper working condition. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to a cut in the balloon. The reported condition was confirmed. A review of the current historical complaint data reveals no trend for a device related failure for this condition. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the user attempted to inflate the balloon after inserting the device into the cavity; however, it would not inflate. The balloon was confirmed to be broken. There was oozing bleeding that occurred as a result of the issue. The procedure was completed with another device.